Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting post- paced t-wave over-sensing. Programming changes were discussed, no intervention was reported. The patient¿s condition was stable.